Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the high voltage lead impedance was low. X-ray was inconclusive.